Event description:
The patient was experiencing increased pain with a lack of drug effect. "Severe underinfusion over a period of 5 months." The hcp performed a catheter dye study, a rotor study and examined refill measurements. The results of these tests were not reported. The hcp explanted and replaced the pump and returned it to the manufacturer for analysis. A follow up report will be sent when additional information is received.